Manufacturer narrative:
This event occurred in (B)(6). Medwatch field phone number was provided as (B)(6).

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of < 3.00 pg/ml accompanied by a data flag. This value was reported outside of the laboratory to the doctor. Controls were later tested for troponin t and the results were not within expectations. A new reagent pack was placed on board the analyzer and calibrated. Controls were also measured. The complained sample was then repeated, resulting with a value of 18.53 pg/ml accompanied by a data flag. The 18.53 pg/ml value was believed to be correct. The e 411 analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.